Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, it was communicated that the requested documentation was not available; therefore, definitive contributing clinical factors cannot be concluded. It is unknown if the patient had experienced trauma prior to the event. The patient impact beyond the reported revision due to a broken post cannot be determined, although a transient post-surgical recovery phase would be anticipated. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Per material specification, the quality and manufacture of the polyethylene as ram-extruded rod and compression-molded rod and plate shall be controlled. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: b2 corrected data: b1

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after surgery had been performed one (1) gii ps insert sz 7-8 11mm had a broken post. This adverse event was solved by revision surgery on (B)(6) 2024. It is unknown the current health status of patient.